Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 10-apr-2024. Investigation summary. Bd received five (5) samples and fourteen (14) photos for investigation. Visual examination of the samples and photos was performed and revealed foreign matter (fm) on the stopper and the tube. Additionally, the customer samples were evaluated by fourier transform infrared spectroscopy (ftir) testing. The unidentified matter(um) embedded in the rubber stopper sample is consistent with the rubber itself indicating it is discolored stopper rubber material. The um on the glass surface is consistent with stopper lubricant. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, foreign matter. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of fm in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes. A team has also been established that¿s focus is fm awareness and reduction. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® acd solution a blood collection tubes, an unspecified number of tubes had foreign matter on the stopper, on the outside of the tube, and/or on the inside of the tube. There was no report of patient impact.

Event description:
It was reported that prior to use with the bd vacutainer® acd solution a blood collection tubes, an unspecified number of tubes had foreign matter on the stopper, on the outside of the tube, and/or on the inside of the tube. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: bd received five (5) samples and fourteen (14) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) on the stopper and tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm on the stopper and tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, foreign matter. Bd was not able to identify a root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of fm in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes. A team has also been established that¿s focus is fm awareness and reduction. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.